Event description:
A registered nurse (rn) contacted (B)(4) regarding a system error (se) 2267 alarm that occurred on the home choice (hc) unit during fill. The technical service representative (tsr) assisted the rn with clearing the alarm then explained a se 2267 indicates a large amount of air has entered the setup and that the rn needed to end therapy and start over with new supplies. There was patient involvement. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The complaint was not confirmed due to a lack of sample. The root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.